Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The above 90% stenosed target lesion was located in the tortuous and calcified right coronary artery. Predilation was performed using a balloon catheter and a 2.75x24mm promus element ¿ stent was advanced but was unable to cross the lesion after several attempts. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. The stent was damaged. The stent struts at both the distal and proximal ends were raised and misaligned. Stent damage at the distal end is consistent with the stent meeting resistance during the advancement of the device while proximal stent damage is consistent with the withdrawal of the device. The balloon had been subjected to positive pressure and deflated prior to return. There were no issues noted with the device's inner and markerbands. There were no issues noted with the shaft polymer extrusion profile. The hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).